Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy. Reportedly fiasp brand insulin was used, tandem technical support provided counseling about off-label insulin use.